Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during initial drain. Per the initial report, the home patient (hp) had reused the supplies. The hp stated the clamp was closed. The hp stated he had restarted with same supplies after a check heater line alarm. The technical service representative (tsr) assisted with ending therapy. The tsr advised the hp to start over with new supplies. Global product surveillance (ps) contacted home patient (hp) on (B)(6) 2012, regarding the reported problem. The hp stated that he was able to complete therapy with new supplies. The hp had discarded the original cassette and did not have a companion or know the lot number. Ps explained the importance of not reusing single use supplies and the hp understood. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single use product during the initial drain stage, where the home patient stated he had restarted with same supplies after a check heater line alarm. This complaint is confirmed because reuse of supplies is a use error that can cause contamination. The label review found the labeling adequate for the use error in this complaint. The assignable cause for the reported problem was undetermined.